Event description:
Three blood leaks occurred at the initiation of dialysis. The leak was at the initial use, 2nd reuses, and 6th reuses. The date of each event is unknown. The total blood loss was 250-300cc each case, since the blood was not returned to the patient. The pt is well.